Event description:
It was reported that lead was auto reducing in strength. Upon diagnostic testing high impedance issue was observed. Programing changes were made, however, were unsuccessful. Patient denies any traumas or falls. Lead was explanted, and a new lead was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead was auto reducing in strength. Upon diagnostic testing high impedance issue was observed. Programing changes were made, however, were unsuccessful. Patient denies any traumas or falls. Lead was explanted, and a new lead was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.